Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a motor not connected was confirmed. The centrimag motor was returned for analysis to the european distribution center (edc) and was evaluated. The motor was connected to a test console and a m2, motor not connected, alarm activated. The motor cable underwent a resistance test. An open connection was found in one of the bearing lines. The motor was subsequently scrapped. The root cause for the reported event was conclusively determined to be due to an open connection in one of the motor lines the device history records were reviewed for the centrimag motor and were found to pass all manufacturing and qa specifications. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console displayed an m3-motor not connected alarm when connecting to the motor. The centrimag console is being reported under MFR# 3003306248-2020-00074.